Event description:
It was reported that during a procedure that required the placement of blakemore esophageal tube, a pt's esophagus was perforated. The dr felt the instructions for use where not current. No add'l info was provided. Add'l info has been requested but has not been rec'd.